Event description:
Telemetry anomaly was noted on the pacemaker. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Please retract this report 2017865-2022-09091 submitted 29 apr 2022. This report was erroneously submitted. Additional information received noted that the complaint of no radio frequency telemetry was allegated to be due to the radio frequency antenna and there is no allegation of malfunction for this product.